Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. In this case, it is possible that the larger profile of the 5.00 mm balloon contributed to the resistance met with the guiding catheter, resulting in the difficulty removing the balloon dilatation catheter (bdc). The investigation determined the reported difficulty removing the device from the guiding catheter appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The other additional nc trek referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the non-tortuous, heavily calcified, 75% stenosed ostial coronary artery. A non-abbott 4x16mm stent was implanted, and a 5x8mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation once at 22 atmospheres. During removal, the bdc faced resistance with the non-abbott guiding catheter, so it was removed with all the devices. Upon removal, the guiding catheter was noted to be damaged and the balloon partially deflated and did not refold tightly. Two more non-abbott guiding catheters were used, and a portion of the implanted non-abbott stent was was crushed. A 5x8mm nc trek bdc was used for post-dilatation successfully. During removal, the bdc faced resistance with the non-abbott guiding catheter, so it was removed with all the devices. No damage was noted on this device. It was noted that the 5x8mm nc trek bdcs were not soaked prior to use. A 5x15mm and a 5.5x15mm non-abbott, non-compliant balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.